Event description:
On or about (B)(6), 2006, the plaintiff was implanted with an ams apogee graft, "to treat pelvic organ prolapse and/or urinary incontinence." It was alleged by the plaintiff's attorney that the "plaintiff began experiencing mesh erosion, mesh exposure/extrusion/protrusion, pain, infections, urinary problems and the need for additional surgery some time after implant." It was also alleged that the 'plaintiff suffered, and continues to suffer, serious bodily injury and harm," and the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.